Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5055888) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Result and assessment of the product technical complaint investigation received on 12-nov-2015. Consumer got the essure and now she currently has fluid in her left tube. As a result she now has to have a hysterectomy. She has experienced nothing but pain and problems since she got the implant done. She has complained multiple times to her doctors and has been to the emergency room multiple times for this. Concomitant medications include pindolo, midodrine, imitrex, zofran, percocet, ibuprofen, omeprazole, cetirizine, acyclovir, lorazepam. The seriousness criteria disability was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced fluid in her left tube. As a result she has to have a hysterectomy. This event is serious (the term disability was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. Hydrosalpinx may be a long-term complication of pelvic inflammatory disease (pid). After pid resolves, the damaged fallopian tube can become blocked, fill with sterile fluid, and become enlarged. Damage to the fallopian tube from previous surgery or adhesions can also result in hydrosalpinx. Considering that a positive temporal relationship is implied and that no alternative explanation was provided, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that a relationship between the reported medical event(s) and a quality defect is excluded. No further information is expected.